Event description:
N/a.

Event description:
It was reported that during installation of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm), the wrong operating room (or) leads were shipped. It was noted that the iabp unit was shipped with international electrotechnical commission (iec) leads instead of association for the advancement of medical instrument (aam)I leads. There was no patient involvement.

Manufacturer narrative:
The stm provided the customer with the correct leads (0012-00-1814-01). Stm then completed unpacking and installation of the iabp unit. The stm completed all safety, functionality, and calibration checks which passed to factory specifications. The iabp unit was released for in-service training and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA 584165